Manufacturer narrative:
Per the customer, the device was discarded therefore, is not available to be returned. The device history records for both reported lot numbers were reviewed and there were no issues found during the mfg of these products. There are no products from these lot numbers available for eval. Without benefit of product the root cause of the leakage could not be determined. Review of the complaint database for the previous 12 months indicates that this is the third reported issue for leakage on this product code. On one issue the returned product was evaluated and no leakage was found. There was no product returned on the second issue therefore the root cause could not be determined. The third issue was due to leakage at the weld joint on the spike. All three reported issues were for products manufactured with different spike lots therefore the weld leakage issue could not be determined as the root cause for all three reported issues. This product has a defect rate of .01. Medex is unable to confirm this issue or to determine the exact cause. No additional action necessary at this time. Medex considers this MDR closed with this report. Add'l lot: 35d01m009, 04/05.

Event description:
Customer reports, "a bag of IV chemotherapy was spiked with an iv7a01 IV nitroglycerin set from the MFR medex. Lot number are likely 35f28m014 or 35d01m009. The resulting spill delayed therapy to the pt but more of concern was the excess risk of chemotherapy exposure to the nurse. The same defect occurred several weeks ago in another pt care area. The result at that time was another delay in therapy and a very large chemotherapy spill. The nurse was exposed to a large amount of chemotherapy. That spill required out and outside contract co to come and clean the area. The lot number from that IV set is not known but may be from among the same numbers as above. The failure with the device was at the rubber part of the set."